Event description:
It was reported that the expiratory bacteria filter needed to be replaced due to expiratory resistance and increasing peep (positive end expiratory pressure). There was no patient harm. Manufacturer¿s ref #: (B)(4).

Event description:
Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
It was reported that the expiratory bacteria filter needed to be replaced due to expiratory resistance and increasing peep (positive end expiratory pressure). The filter was changed in the morning and approximately 6 hours later the measured peep increased, and the graphics displayed expiratory resistance. Very little condensation was in the filter and what was will not fall through the water trap leaving within the filter. Replacing the filter resolved the issue. The filter was not returned despite reminders. No device logs were received. A clogged or otherwise blocked expiratory filter may cause high pressure. At high expiratory resistance, the patient does not have time to breathe properly during the expiratory phase before a new breath is initiated. This leads to the alarms for high pressure is generated. The user¿s manual contains a warning that the expiratory airway pressure must be carefully monitored to protect the patient against accidently high airway pressure when using expiratory bacteria filters. The filter should be replaced if the expiratory resistance increases or after maximum 24 hours, whichever comes first. The conclusion is that the described error was caused by a clogged or otherwise blocked expiratory bacteria filter and not a technical ventilator malfunction.